Event description:
The following information was reported to kci by the nurse: v.a.c. Therapy was being placed on hold allegedly due to a "large amount of blood coming through the tubing." On (B)(6) 2014, the following information was reported to kci by the nurse: on (B)(6) 2014, approximately 200cc of dark red blood was observed, and the pt's wound was chemically cauterized with nitrate sticks. No signs or symptoms were reported due to the hemorrhaging, and a blood transfusion was not required. The pt was reported as "doing well." On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci filed service, and the unit passed the qc checks and met specifications. On (B)(6) 2014, the device was placed with the pt. On (B)(6) 2014, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Pts without adequate wound hemostasis. Pts who have been administered anticoagulants or platelet aggregation inhibitors. Pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. Warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Always ensure the v.a.c. Foam dressings do not come in contact with vessels or organs. Caution should be taken when treating large wounds that may contain hidden vessels which has not be readily apparent. The pt should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.